Event description:
A patient underwent a radiofrequency ablation procedure to treat barrett¿s esophagus. It was reported that after the first pass, the express rfa balloon catheter became briefly stuck in the upper end of the esophagus, but was eventually removed under direct endoscopic visualization. A small damaged mucosal focus was seen in the upper esophagus after the balloon catheter was removed. Five days post treatment, the patient presented to the hospital vomiting and was unable to keep food or liquids down. The patient was hospitalized and infused with 2 liters nacl for 24 hours. A gastroscopy was performed 4 days later which revealed a circumferential esophageal ulcer in the area treated with ablation.

Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).